Event description:
Device 2 of 2. Reference MFR report:3006705815-2019-01019. Additional information received identified indicates that patient underwent surgical intervention on (B)(6) 2019 wherein a new lead was implanted. The existing lead was disconnected from the ipg but remained implanted. Effective therapy was restored post operatively.

Event description:
Device 2 of 2. Reference MFR report:3006705815-2019-01019 . It was reported that patient experienced lead migration. It was confirmed via x-rays; the right lead had flipped to the left side. Reprogramming was attempted to no avail and surgical is pending to address the issue